Event description:
It was reported that before using the bd vacutainer® ultratouch¿ push button blood collection set with pah, the seal on the blister packaging was open on forty (40) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a. Medical device type: jka. D.2.b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.